Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was lifting. Event log was reviewed and there were no errors related to the complaint. There were no services reported previously. Visual inspection test was found that dso seal was degraded, verifying complaint. The dso seal was replaced. Device passed functional testing post repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) was lifting. This occurred during testing, and there was no patient involvement.